Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product leaked from the hypoint ndl22ga1-1/2in tw syringe during use. The following information was provided by the initial reporter: "the reporter claims that he/she could not remove the thick needle from the syringe and the product leaked out from the syringe".

Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for difficult to remove detected during use. No samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that product leaked from the hypoint ndl22ga1-1/2in tw syringe during use. The following information was provided by the initial reporter: "the reporter claims that he/she could not remove the thick needle from the syringe and the product leaked out from the syringe."